Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that during inspection, it was observed that the motor device had cuts/cracks at both sides of the clamp-joint at the center of air hose. During in-house engineering evaluation, it was determined that the device was leaking a liquid, had hose damage, was missing components - red ring, was loose and had insufficient power. The device also failed pretests for visual assessment, hose verification, muffler tube verification, loctite verification and rotational speed assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.